Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 37527 were returned and analyzed. The case data file showed at least three applications were performed with the afapro28 balloon catheter with lot number 20495 on the reported event date without any system notice. The temperature was warmer and was confirmed on application one to three. The guide wire lumen kink could not be assessed through data analysis. The case data file also showed at least six applications were performed with the afapro28 balloon catheter with lot number 20495 on the reported event date without any system notice or anomaly. In the fault date file, the following fault messages were found on the reported event date: n-007 (the system has lost electrical connection to the catheter), n-054 (the tank weight is low), n-184 (the system has detected a higher than expected pressure). External visual inspection of the balloon segment showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, a kinked guide wire lumen was observed inside the balloon segment and the push button was stuck at the front position. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck on hypotube push button assembly and excessive adhesive was observed on the hypotube windows. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the guidewire lumen kink was confirmed through analysis and the balloon catheter failed the returned product inspection due to a kink/twist on the guidewire lumen and a bellow stuck/glued on hypotube-pushbutton assembly issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the inner lumen of the balloon was visibly kinked on fluoroscopy and the correct temperature was not achieved. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.